Manufacturer narrative:
Upn corrected from h7493926228300 to h7493926232350. Device lot number corrected from 18787850 to 18620919. Device expiration date corrected from 07/03/2017 to 05/01/2017. Device manufactured date corrected from 01/20/2016 to 11/25/2015. Device evaluated by MFR: a synergy ous mr 3.5 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage; distal struts pulled over the distal markerband, lifted, stretched and misaligned. The stent od (outer diameter) of the undamaged proximal section was measured using snap gauge. Ae indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. It is likely the tip may have encountered resistance during placement attempts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00x28 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the device met severe resistance at the proximal lesion while being delivered. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00x28 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the device met severe resistance at the proximal lesion while being delivered. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.